Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that while the 73 year old male patient was on impella cp support, there was oozing and a hematoma. Forward sutures were placed, manual pressure was held, perclose tightened and additional suture was added. Site dressed using stat seal of entry noted, reinforced with folded gauze. Impella site with slow oozing, worsened after turning patient. Reinforced to limit patient movement. Knee immobilizer ordered. Manual pressure held in ICU x 40 min. Angle of entry reinforced with additional gauze. Re-evaluation by ic fellow and oozing had slowed. Plan to closely monitor and hold pressure if bleeding re-occurs.